Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "damage to the implant". This record is for right side. Device was explanted and replaced. Device will not be returned.